Manufacturer narrative:
The event of lymphoma alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma alcl-suspected. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's relative (in-law) reported patient ¿has now been diagnosed with non-hodgkins lymphoma" on an unknown side. Histopathological markers are not reported. The status of the device is unknown.